Event description:
Rptr had breast cancer & bad left breast silicone implant in 1982. Whe immediately started to get weaker & have aches & pain all over her body. It took 10 yrs to diagnose what was wrong. She is completely disabled-cannot do housework, cannot do anything but rest. She has 6 diseases from this poisoning. She is a widow & now fears poverty because of this. Implant hardened & was very painful.